Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. On an unreported date, the patient was hospitalized for the suspected peritonitis event. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Event date: the date of onset was not reported. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.